Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual examination revealed a shaft kink along with guidewire lumen buckling and stuck non-bsc guidewire. The catheter was unable to prime, and the console issued an under-pressure alarm message. Fluid was observed inside the pump due to the hypotube separation and the pump attempting to build pressure. Microscopic examination revealed a shaft kink and hypotube separation was observed located at 1 cm from the tip along with guidewire lumen buckling and a stuck non-bsc guidewire located inside the hub/manifold.

Event description:
It was reported that guidewire entrapment occurred. A zelantedvt clothunter was selected for use in a thrombectomy procedure. During the procedure, the catheter was loaded over the non-boston scientific guidewire. When advancing, it was noted that the guidewire became stuck inside the catheter and was unable to move. Additionally, it was noted that the pump was holding fluid in it. The catheter and guidewire have to be removed as one unit, and the guidewire was not able to be removed from the device once outside the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that guidewire entrapment occurred. A zelantedvt clothunter was selected for use in a thrombectomy procedure. During the procedure, the catheter was loaded over the non-boston scientific guidewire. When advancing, it was noted that the guidewire became stuck inside the catheter and was unable to move. Additionally, it was noted that the pump was holding fluid in it. The catheter and guidewire have to be removed as one unit, and the guidewire was not able to be removed from the device once outside the patient. The procedure was completed with a different device. No patient complications were reported.